Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, which lasted just under 18 hours. During the 18 hours, the patient was transferred to the tertiary center for the care escalation to an impella 5.5 pump. The impella cp pump was placed via the femoral artery through a stent that was delivered to native anatomy that was heavily calcified. The team explanted the impella cp and was placing the perclose when an observation was made that the femoral stent had migrated into the distal aorta. Vascular surgery team involvement remedied the issue. The stent was snared from aorta, new stent placed, and groin closed via a cutdown. Of note, the physician stated the fault of stent migration was not due to impella cp device, but rather the stent being under deployed.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system. Section: warnings & cautions: warnings: avoid manual compression of the inlet and outlet areas of the cannula assembly. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation for the reported insertion issues has been completed. Per the clinical information, the stent was implanted due to occluded iliac, followed by successful pump implant. After the medical procedure was completed, the pump was explanted and while using preclose to close the access site, the stent was dislodged to aorta while re-wiring. The failure is best captured under access site bleeding. The root cause of the access site bleeding issue was most likely use related. D3 manufacturer fax number missing. D4-corrected model number.